Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the cartridge was leaking from the undefined. It was reported that the customer experienced an elevated blood glucose (bg) level. Bg value not provided. Cause was not known. A manual injection was administered to address bg. The customer reverted to an alternate method of insulin therapy.